Event description:
The user reported that the peritoneal dialysis catheter is non-functional. After several attempts to correct the problem the catheter was removed and replaced. No harm or injury to the patient was reported. The implant and explant dates were not provided and are estimates.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned to the future this investigation will be reopened and